Event description:
A report was received that the patient had extreme pain in the right foot post lead pull. The patient was sent to the hospital and rehabilitation due to severe blood clot. The physician did not confirm if the events were procedure related. The patient was doing well.

Manufacturer narrative:
(B)(4)